Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 42mg/dl due to a change in diet. The customer treated with glucose. Customer indicated that their blood glucose value was 140mg/dl at the time of the call. Customer declined low blood glucose troubleshooting. Troubleshooting advised customer to follow up with their doctor. No further troubleshooting was performed.